Manufacturer narrative:
Product ID, 3093-28 lot# v693902, implanted: 2011 (B)(6), product type lead product ID, 3037 l ot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient was on intravenous antibiotics for a urinary tract infection. It was stated that even though the doctor thought the infection had cleared, the patient still felt pain with urination. The patient has been "really sick and having a lot of pain". It was also stated that the patient feels as though she was "delivering a baby when she urinated". It was reported that the patient said that she "knows nothing about the stimulator" and "knows nothing about using the programmer". It was stated that the patient had not been going to the bathroom normally. Further information has been requested and if received, a follow up report will be sent.